Event description:
Per the clinic, the patient experienced swelling at the implant site and magnet dislodgement following a head trauma (specific date not reported). The patient was subsequently hospitalized (specific date not reported), and surgery to replace the magnet was completed on (B)(6) 2024. Following the magnet replacement, impedances were found to be within normal limits, and neural response telemetry (nrt) was obtained from all electrodes. The patient was also treated with oral antibiotics for a middle ear infection. The implanted device remains